Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours in her hip/buttocks. Bg (blood glucose) levels were also noted to be high (>250 mg/dl) while wearing the pod. The patient initially had a virtual visit with her hcp (health care provider) and was prescribed an antibiotic. Patient reported the infection was not improving; therefore, she visited the ER (emergency room) 4 days later. Patient reported taking bactrim (antibiotic) and having the infusion site lanced in the ER. Patient was also treated with long-acting insulin. Patient reported she removed the pod prior to visiting the ER. It was suspected the infection was mrsa (methicillin-resistant staphylococcus aureus), however culture studies on the fluid were not performed to confirm. Patient was released after 4 hours.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. No evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported infusion site event could not be determined.